Event description:
It is not quite clear at this point, but our affiliate is reporting that an "arc" from a knotless anchor either broke or came out of its secure location post-op and remains free (?) Within the patient's body (shoulder). Questions to our affiliate have been posed towards clarity.

Manufacturer narrative:
At this point in time nothing is being returned, the lot number for the complaint device has not been supplied and the details of the event are vague and unclear. However, questions to our affiliate have been posed, this is towards clarifying the issue, and, hopefully enabling an analysis for the reported event.